Manufacturer narrative:
Operator of device: unknown; no additional information was received. The device was returned for evaluation. It was cracked on top of the case by the tube holders and right plunger case. The device was powered up and the reported problem was duplicated; pump motor drive off post? Alarm was found at power up; caused by low battery power and battery depleted are causing the pump motor drive off post error. Root cause was determined to be user-interface - customer did not recharge the battery pack after depleting it. The battery was replaced as preventive measure due to the battery was over five years old. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump motor depleted the battery. There was no patient injury reported.